Event description:
It was reported that: "the cuff deflated on us during the surgery. Customer replaced the ett tube. The patient desaturated to 88% from the cuff deflation. The event occurred 20 minutes into the procedure. The patient was reported as fine post the procedure and was discharged to home after the procedure."

Manufacturer narrative:
(B)(4). Failure mode "deflates slowly - cuff" could not be confirmed with picture attached. DHR investigation did not show issues related to complaint. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.